Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2007-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had no capture and out of range impedance. The lead had an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.